Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. Device analysis report attached.

Event description:
Per the clinic, during the initial activation, there was crusting on the incision site and subsequently, the patient was treated with oral antibiotics for a duration of two weeks (specific date not reported); however, the issue did not resolve. The patient experienced a skin breakdown and an exposure of the device, resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date.